Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera/psu shipped to site 07/20/2015. Medtronic investigation of returned suspect camera finds that when connected to a known good system, the psu did not power up with the fault light on. A check of the event log revealed an extensive history of intermittent low illuminator current dating back to august of 2014. Due to the suspect condition of the psu, it will not be repaired. Electrical failure - system fault code - illuminator current out of range. 12/21/2015 hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. 08/17/2015 a medtronic representative, following-up at the site, reported camera led error of the reported product flashed during inspection. No further issues have been reported.

Event description:
A medtronic representative reported a site's navigation system bump sensor on the camera was lit. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.